Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks and anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr). Therapy was exhausted from the device. The af was converted to atrial tachycardia (at) and the patient remained in at after the shocks were delivered. This crt-d remains in service. No additional adverse patient effects were reported.